Event description:
It was reported that the insulin pump alarmed no delivery during bolus and basal. Customer's blood glucose reading at the time of the call was 140 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarms noted. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.